Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alleging possible under delivery. Customer also experienced high blood glucose. The customer blood glucose level was 222 mg/dl at the time of incident and the current blood glucose of the patient is 104 mg/dl. Customer other blood glucose level was 297 mg/dl. Customer reports the following symptoms related to their high blood glucose was headache,nausea. Customer was treated with syringe. Troubleshooting was performed. The insulin pump will not be returned for analysis.